Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: knife blade did not cut during the case. Pt was transferred to another facility to have a colostomy bag. No other info provided. At the time of this report the pt is doing well.